Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked downstream occlusion (dso) seal. Functional testing was unable to confirm the reported problem. The device was charged for 3 days, the device holds time and date normally. The event log shows the device was unused and drained over the course of a week. The dso seal was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a defective internal clock battery. 10.6h. The customer requested to replace internal clock battery as it does not keep time and date current. The event occurred during testing. There was no patient involvement. The device evaluation found a cracked downstream occlusion seal.